Manufacturer narrative:
Event date unknown. One device was returned for evaluation. Visual inspection revealed the device used. No evidence was available to review in the event history log. Functional testing was able to replicate the reported issue; the downstream occlusion (dso) sensor was found out of specification. The root cause was an inoperable dso sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an alarm for cassette not attached properly. The event occurred before infusion. There was no patient involvement and no patient harm.